Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. On an unknown date the patient was treated with unknown intravenous (IV) antibiotics and unknown oral antibiotics. The cause of the peritonitis was reported to be that the patient was staying connected for a long period of time and took the cassette out while connected; however, this could not be confirmed. It was not reported if the patient was hospitalized for the event. At the time of this report the patient was recovered from this peritonitis event. No additional information is available. This is report 1 of 4 involved in this peritonitis event.